Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel could not be closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No conclusion could be reached as to what caused the damaged rotation knob pin hole.